Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the service loaner monitor he was using, had better values than the unit which was sent to for repairs. The user indicated the unit sent in for repairs had drifting hemoglobin values, which had no effect on the surgery. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.